Event description:
Indication: common variable immunodeficiency, unspecified. Pt (patient) reports after her last infusion on friday (B)(6) 2024, the freedom pump made a funny noise and broke. The dial will no longer crank. Pt reports she was able to finish her infusion on friday before the pump broke so the issue did not interrupt infusion. Pt had no other concerns with infusion. Pharmacy to replace pump. Pump return box sent to pt. No interruption, missed dose or adverse event(s) reported due to product issue. Serial number and maintenance due date not provided. No further info. Reported to (B)(6) by: patient/caregiver.